Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced twelve events of infusion set tubing detached from connector on (B)(6) 2024 . The infusion sets had been used for two days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).